Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose(bg) level read "high" on cgm. The customer reverted to an alternate method of insulin therapy. Customer had not addressed high bg at time of trouble shooting.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.